Manufacturer narrative:
The lot # was not supplied, therefore review of device history record pertaining to this component was unable to be done. No definitive root cause could be determined. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
Dr. Reported that the abutment screw fractured after 15 years of use.